Event description:
It was reported that during use with the bd vacutainer® multiple sample luer adapter, the sleeve fell off causing blood to splash inside the holder adapter. This occurred about 20 times. There was no report of patient impact.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: "material #: 367300, lot/batch #: 4024767. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."